Event description:
Information received from the field notes that the patient presented to the emergency room with a presyncopal episode. Interrogation revealed a bipolar ventricular lead impedance of 461 ohms and with autocapture on, the unipolar impedance was 202 ohms. With autocapture off, unipolar impedance was 298 ohms. The patient had another emergency room visit with presyncope two months previous. The patient will be monitored.